Event description:
The implant malfunctioned due to part/interface does not fit/align. The malfunction did not cause or contribute to a death or serious injury.

Event description:
The initial report did not have the correct event type documented, thecorrect event type, injury, is provided in this follow up report.